Event description:
Boston scientific received information that this right ventricular was exhibiting noise and no capture at the pre-discharge check. An -x-ray was performed which revealed the lead was dislodged. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported. The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.